Event description:
Provider states the end user rocks in the chair and the hublock cable is broken on each end.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.